Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a single helium loss 3 alarm. The pump has been not pumping for "approximately 10 minutes". As a result, staff reset the alarm and pumping was initiated without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. No part or recorder strip was returned for investigation. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a single helium loss 3 alarm. The pump has been not pumping for "approximately 10 minutes". As a result, staff reset the alarm and pumping was initiated without issue. There was no report of patient complications, serious injury or death.